Manufacturer narrative:
G4:20jan2021. B4:21jan2021. The field service technician evaluated the device and confirmed the issue. The technician replaced the power switch overlay. The ventilator passed all testing and operated within the manufacturing specifications. A similar investigation was performed, and it was identified that excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch do to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment, which is why this is not a universal or catastrophic failure of all units. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08oct2020.

Event description:
The customer called into technical support (ts) reporting the device¿s alarm led failed. The customer reported there was no patient involvement at the time the issue was discovered.